Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. It was reported that the port with filter is leaking which may lead to changing the device and breakage of the line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz9270 because a lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that microbore tri-fuse extension set, 3 IV.c leaked. The following information was provided by the initial reporter: material no: mz9270 batch no: unknown. It was reported that the port with filter is leaking which may lead to changing the device and breakage of the line. Hope this email finds you safe and well. I have a questions regarding the trifuse we have. Lately, I have received reports from the nurses and also I found that the port with filter is leaking which may lead in changing the device and breakage of the line. We are changing the trifuse and bifuse every 7 days.